Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having headache. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.

Manufacturer narrative:
Additional information was received on oct 04, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having headache. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the third party service center for further evaluation. The device was evaluated. During the evaluation, the dust/dirt contamination was observed. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Device was scrapped. Sections d8, d9, h2, h3 and h6 has been updated in this report. The manufacturer previously captured d8 and h3 incorrectly, which was corrected in this report.